Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse rewarming patient in an arctic sun device and getting alert 113 (reduced water temperature control). Currently, patient temperature (pt) was 34.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 33.7c and flow rate (fr) was 0.6lpm. Guided to diagnostics, system hours 1795, pump hours 0.1 (means device has been "reset"), inlet pressure (ip) was -7psi, circulation pump command (cpc) was 28%, flow rate (fr) was 0.6lpm. Disconnected and reconnected device using proper technique. No increase in flow rate. The configuration of the isolate bed/tubing has the tubing flowing uphill. Even after attempting to get the tubing as straight as possible and ensuring a good connection between the pad and the fluid delivery line (fdl), flow rate would not increase beyond 0.8lpm (fluctuating between 0.5-0.8lpm). Stopped therapy, drained pad and added a new pad to device (w/o placing pad on baby). No increase in flow rate with this pad either. They suspect the tubing trying to flow uphill in the current set up on the bed/device. Added both pads and flow rate increased to 1.1lpm. Please contact nurse directly for return/investigation of pad. They were in the office until 7pm est.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Currently patient temperature (pt) was 34.7c, targeted temperature (tt) was 36.5c), water temperature (wt) was 33.7c and flow rate (fr) was 0.6lpm. Guided to diagnostics, system hours 1795, pump hours 0.1 (means device has been "reset"), inlet pressure (ip) was -7psi, circulation pump command (cpc) was 28%, flow rate (fr) was 0.6lpm. Disconnected and reconnected device using proper technique. The configuration of the isolate bed/tubing has the tubing flowing uphill. Even after attempting to get the tubing as straight as possible and ensuring a good connection between the pad and the fluid delivery line (fdl), flow rate would not increase beyond 0.8lpm (fluctuating between 0.5-0.8lpm). Stopped therapy, drained pad and added a new pad to device (w/o placing pad on baby). No increase in flow rate with this pad either. They suspect the tubing trying to flow uphill in the current set up on the bed/device. Added both pads and flow rate increased to 1.1lpm. Please contact nurse directly for return/investigation of pad. They were in the office until 7pm est. Additional information will be added to the record if and when additional information has been received. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse rewarming patient in an arctic sun device and getting alert 113 (reduced water temperature control). Currently patient temperature (pt) was 34.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 33.7c and flow rate (fr) was 0.6lpm. Guided to diagnostics, system hours 1795, pump hours 0.1 (means device has been "reset"), inlet pressure (ip) was -7psi, circulation pump command (cpc) was 28%, flow rate (fr) was 0.6lpm. Disconnected and reconnected device using proper technique. No increase in flow rate. The configuration of the isolate bed/tubing has the tubing flowing uphill. Even after attempting to get the tubing as straight as possible and ensuring a good connection between the pad and the fluid delivery line (fdl), flow rate would not increase beyond 0.8lpm (fluctuating between 0.5-0.8lpm). Stopped therapy, drained pad and added a new pad to device (w/o placing pad on baby). No increase in flow rate with this pad either. They suspect the tubing trying to flow uphill in the current set up on the bed/device. Added both pads and flow rate increased to 1.1lpm. Please contact nurse directly for return/investigation of pad. They were in the office until 7pm est.